Event description:
A (B) (6) female was admitted with a high grade colonic obstruction. The cause of the bowel obstruction was related to redundant gastric pacing wires creating a twist on itself and entangling around the proximal ascending colon. At surgery, on (B) (6) 2009, pt underwent diagnostic laparoscopy, detorsing of the cecal segment, and removal of the gastric pacing wires. Pt recovered without incident. On (B) (6) by history, the pt underwent a para-esophageal hernia repair complicated by a vagal injury resulting in gastroparesis. On (B) (6) 2007, pt underwent implantation of a gastric stimulator with 2 leads.